Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected thrombosis. The pump was returned assembled with the percutaneous lead (driveline) cut approximately 4.5 inches from the pump housing and the distal portion of the driveline was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft and the outflow graft bend relief were also not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed a soft, pink deposition between the outlet bearing ball and stator blades. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, the absence of denaturation suggests that it developed acutely. The remaining pump blood-contacting surfaces were free from any adhered thrombus formations and depositions. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, it could have contributed to the reported elevated lactate dehydrogenase (ldh) and power elevations. The remaining blood-contacting surfaces were free from any adhered thrombus formations and depositions. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. The referenced left middle cerebral artery (mca) stroke on (B)(6) 2017 was reported under medwatch MFR report # 2916596-2017-01947. (B)(4). Approximate age of device ¿ 2 years, 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after over 2 years of support, the patient presented from an outside clinic with hematuria and elevated lactate dehydrogenase (ldh) levels concerning for lvad thrombosis. On (B)(6) 2017, the patient's urine was darker than normal, which improved slightly with increased water consumption; however, later that evening estimated pump flow and pump power increased. The patient¿s ldh went up from 1700 u/l to 1795 u/l, and creatinine and total bilirubin levels slightly increased. The patient did not experience shortness of breath, worsening edema, chest pain, hematochezia, cough, fever, dizziness, gross hematuria, or focal changes. The patient¿s inr was within range. The pump parameters continued to be elevated, and a ramp echocardiogram on an unspecified date was consistent with pump thrombosis. The patient subsequently underwent a pump exchange on (B)(6) 2017. No additional information was provided.